Event description:
The procedure was a fistulagram performed at subclavian vein. The physician inflated balloon to 18 atmosphere and burst. Upon removing the balloon the physician felt resistance at the sheath. The physician withdrew the balloon and sheath simultaneously. Additional information received (B)(6), 2013 via medwatch form stated, "an av fistulagram with percutaneous transluminal angioplasty (pta) was being performed on the right arm of the patient. The procedure was complicated by the rupture of the angioplasty balloon and retention of the distal portion of the balloon requiring surgical removal."

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.